Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three device. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in each units firing stroke after closure of the loading unit jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple s ize. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during the laparoscopic gastric sleeve procedure, the device would not fire. All the devices had the same problem. They fired the first 5-10 staples then stopped. Reinforcement material was used. The surgical time was extended 30 minutes or more due to the changing of magazines and handles. The patient is alive and has no injury.